Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: during testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. A leak test was performed and a display lens leak was found. The pump case was removed and evidence of moisture corrosion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.